Event description:
It was reported that this left ventricular (lv) lead was explanted due to loss of capture as a result of a dislodgement. A different lead was successfully implanted. This lead will not be returned for analysis.